Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found corrupt parameters likely caused the device the emergency vvi. The cause of corruption is unknown. Device showed normal characteristics.

Event description:
It was reported that upon interrogation, the pulse generator exhibited emergency vvi. The patient was not exposed to any excessive emi. The device was reprogrammed. On (B)(6) 2015, the device was explanted and replaced. The patient was in stable condition post operation and would continue to be monitored.